Event description:
It was reported the patient went to costa rica and was ¿skittering around¿ and they did not realize the implantable neurostimulator (ins) was turned off. When the patient checked the ins they found it was off. The patient did not think about electromagnetic interference, magnets, theft detectors, or security gates. The patient left for (B)(6) in (B)(6) 2014 and came back on (B)(6) 2015. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension; product ID 3389s-40, lot# va0m2gh, implanted: (B)(6) 2014, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3389s-40, lot# va0khvq, implanted: (B)(6) 2014, product type: lead; product ID 37642, serial# (B)(4), implanted: (B)(6) 2014, product type: programmer, patient. (B)(4).

Event description:
Additional information received reported the patient was still having concerns with their device or therapy but was working with their healthcare professional or manufacturing representative.